Event description:
During the reported implant attempt, the device was positioned and fixed in the apex of the ventricle. Upon measuring a high lead impedance, the implanting physician repositioned the lead. After repositioning, a high lead impedance was again measured. The physician felt that the lead was in a good position and that, therefore, the cause of the high impedance was the lead itself. The suspect device was removed and a new lead (same model) was successfully implanted. The physician noted that the insulation of the lead rolled-up upon visual inspection after removal; this was subsequently straightened-out.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica crm (dated oct 29, 2009), sorin is filing this MDR at this time. (B)(4). Conclusion: the analysis concludes that the lead conforms to all mechanical and electrical specifications. Since no significant aspect of the lead was identified which could have caused the high lead impedance and absence of capture, as described in the physician's report, it is likely that the cause of the issue is attributable to lead positioning during the implant attempt.